Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic colon resection, the device came disconnected from the shaft during removal and had to be manually pulled out. The doctor stated that the staple line was perfect.